Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the pump during a supply change while on the fill cannula step, requiring guidance to rewind and restart the procedure and instruction on correct connector orientation. No reported symptoms. Outcomes included no alarms, no hospitalization, and successful completion of the connector insertion after education. Investigation included customer service troubleshooting and user education on correct connection technique. Investigation of this case revealed an infusion set connection error due to incorrect insertion technique, with the device and infusion set functioning as designed once properly connected. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.